Event description:
Additional information received indicated the patient had also developed a hematoma following the implant procedure on (B)(6) 2019. The patient has slightly recovered motor movement, but sensory remains unresolved. Later, surgical intervention was undertaken on (B)(6) 2020 to explant the remaining portion of the lead and the ipg.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04088. It was reported that patient experienced diminished sensory and motor function in their left leg, from knee to foot, following an scs permanent implant procedure that took place on (B)(6) 2019. During the procedure, the physician experienced trouble implanting a 3186 lead and decided to pull the lead due to physician's concern that the lead may have gone intrathecal, and the procedure was completed with a new 3186 lead. During the post-op appointment, the patient reported that the issue slightly improved. Follow-up information indicated that the patient was admitted to the hospital / ICU on (B)(6) 2019 wherein the patient underwent surgical intervention. The on-call surgeon cut the distal end of the lead, leaving the proximal end and the ipg implanted on the patient.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain additional event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.